Event description:
A customer contacted beckman coulter inc. (Bci) regarding one glucose patient sample, which did not replicate results between the primary tube and aliquoted 2ml cup run on the unicel dxc 800 synchron clinical system. The primary tube result was unacceptably low. The same sample did not duplicate results on another instrument as well between the primary tube and aliquoted 2ml cup. Erroneously low result was not reported out of laboratory. Higher result obtained was accepted and reported. No death or serious injury and no affect to patient treatment is associated with this issue.

Manufacturer narrative:
No additional information is available for this event.